Event description:
Device was explanted. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and the implants "feel like cement". Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date april 2025. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.